Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was placed on a system and driven. Recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Electrical continuity passed. Additional damage found were deep scratches on the distal end of the main tube exhibiting light material removal and a rough surface finish. Engineering concluded the damage may be due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing the tip of the pk dissecting forceps instrument would not open wide enough. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.